Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during startup, the cardiosave intra-aortic balloon pump (iabp) unit smells like smoke. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 ( type of investigation, investigation findings, component codes, investigation conclusion). A getinge field service engineer (fse) evaluated the iabp unit and found burnt components on solenoid controller board and residue buildup on motor control board. Malfunctioning power mgmt board was also found to be managed. To fix the issue, the fse replaced power management (d670-00-1162), motor control (d670-00-1159), and solenoid control boards (d670-00-1161), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.